Manufacturer narrative:
H10: multiple good faith efforts were made to try to obtain further information about this case on 04/18/2023, 04/25/2023 and 05/10/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from customer biomed reporting error code 7016 occurred on the v200 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and reported the customer requested information regarding the error code and possible correction. Per the v200 service manual, error code 7016 (various combinations of +12, +12v, -12v, & other power failure) indicate a power related issue. The rse advised replacement of the battery, which is not available due to the device eol (end of life) status. The rse provided a discontinuance letter.